Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that balloon inflation failed. The target lesion was located in the coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. During inflation, as the pressure was applied using an indeflator device, the balloon did not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. A scratch with pinhole was identified in the balloon wall at the distal end of the proximal weld. Microscopic examination of the balloon material and markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found with the proximal bond. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).